Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI is unknown since the sn of the programmer is unknown. This report is a duplicate for a previous report that was submitted inadvertently on nov 16, 2017 manufacturing report 2017865-2017-34725, on oct 25, 2018 manufacturing report 2017865-2017-34725 follow-up 1, on oct 2, 2019 manufacturing report 2017865-2017-34725 follow-up 2, on oct 6, 2020 manufacturing report 2017865-2017-34725 follow-up 3, on oct 6, 2020 manufacturing report 2017865-2017-34725 follow-up 4.

Event description:
The programmer exhibited overestimation of battery longevity for the ICD due to midlife phase. There were no patient consequences. The ICD was explanted due to patient death with no allegation the death was caused by our product.